Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0049-02, lot number v18g14a, exp jan20, 0.9% sodium chloride. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a blood transfusion in the pediatric clinic, the set separated above the drip chamber which caused blood to spill. There's no report of patient harm.

Event description:
The customer reported that during a blood transfusion in the pediatric clinic, the set separated above the filtered drip chamber which caused blood to spill. There's no report of patient harm. The customer later reported this event "just happened last month."

Manufacturer narrative:
The customer¿s report that the set separated above the drip chamber which caused a leak was confirmed. Visual inspection observed a separation between the top of the blood filter drip chamber (p/n 600093) where one of the two tubing lines (p/n 660134) enter. Closer inspection identified insufficient solvent at the engagement between the tubing and the top drip chamber ports. Dimensional analysis was within specification. The root cause of the customer's report was not determined.

Manufacturer narrative:
Correction: event.

Event description:
The customer later reported this event "...just happened last month."